Manufacturer narrative:
Visual evaluation revealed that the ceramic encasing the probe tip is chipped on one side of face of the ablator. Charring was also noted along the remaining ceramic and the electro face is also melted. It was also noticed abrasion marks at the back of the device. This event is most likely caused by prying/leveraging of the device against bone/bony tissue, and use of the device for extended periods of time without irrigation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during using the device a piece chipped off. The device broke off before it was inserted into the patient¿s body. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. ***update 27-may-2021: on the heat surface a piece broke off. It was retrieved from patient.